Event description:
Potential for injury associated with worn caster bearings on a t4422rda manual wheelchair. This event could cause product instaiblity and potential for the chair to tip or the user to become stranded.